Event description:
It was reported that the insulin pump alarmed motor error. Customer was on holiday in (B)(6) and has a holiday loaner insulin pump. Nothing further reported.

Manufacturer narrative:
There was a motor error alarm during occlusion test due to faulty fsr (gold). The motor passed motor test. The insulin pump was received with cracked reservoir tube lip, battery tube threads, case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.